Manufacturer narrative:
D4: catalog and UDI number is unknown. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown. G5: PMA/510k is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The product sample labels were undamaged. The entire device was worn (display is a little scratched). There were no results found on the event history log (ehl). The functional check reported that the customer problem was confirmed that the pump would intermittently go into a "no disposable" alarm during testing. The root cause was unable to be determined. The pumps downstream occlusion sensor does not function and needs to be replaced.

Event description:
It was reported the pump didn't recognize the cassette. No issue with the cassette. No patient was involved.